Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in the generation of non-sustained episodes and pacing inhibition. No symptoms were reported. The health care professional indicated that the device sensitivity would be programmed to least. A guidant technical services (ts) consultant reitered the importence of conducting dft testing at the least sensitivity, to ensure adequate sensing. To date, there have been no reported patient symptoms associated with this clinical observation.